Event description:
It was reported per the mother that the patient's vns battery is depleted and that the patient had 3 seizures. The caregiver would like to replace the generator as soon as possible. Per available programming data, diagnostics were within normal limits. The neurologist reported that the patient was last seen a year ago and could not provide any other information regarding the patient.

Event description:
Patient was referred for a replacement due to battery being at 25%. No known surgical interventions have occurred to date.

Event description:
Patient underwent prophylactic generator replacement. The explanted generator has not been received to date.